Event description:
The user facility reported that during a bronchoscopy the patient sustained a burn in the airway. The user facility reported that the patient is known to have a stage three breast cancer. The user facility also mentioned that 4000 joules of laser was applied to open the bronchus intermedius to the lower lobe of the lungs. The upper lobe obstruction was lasered for approximately three seconds when a yellow flash was noted at the tip of the bronchoscope. The brochoscope was immediately withdrawn and a yellow flame was observed at the mid-level of the endotracheal tube. The physician blew down the endotracheal tube to extinguish the flame. The endotracheal tube was noted to be obstructed while the physician attempted to pass another bronchoscope. The endotracheal tube was replaced and another bronchoscope was inserted to visualized the injury to the proximal lining of the trachea and diffusely throughout the airways. There were no further information provided by the user facility.

Manufacturer narrative:
The device in question was not returned to olympus for investigation at this time. According to the user facility the device will be evaluated by an independent party prior to its return to olympus. Therefore, olympus cannot conclusively determine the cause of the user's experience. However, if the device is returned at a later date and a significant information becomes available a supplemental report will follow.